Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a catheter became difficult to remove. The target lesion was located in the left anterior descending. The peripheral vascular system was tortuous. A 6f runway q4 guide catheter encountered difficulty engaging in the left main, as the physician was torquing the guide catheter the hub detached from the catheter. The guide catheter was difficult to remove due to the hub detachment. The guide catheter was removed by placing an 8f sheath over the 6f runway q4 guide catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a catheter became difficult to remove. The target lesion was located in the left anterior descending. The peripheral vascular system was tortuous. A 6f runway q4 guide catheter encountered difficulty engaging in the left main, as the physician was torqueing the guide catheter the hub detached from the catheter. The guide catheter was difficult to remove due to the hub detachment. The guide catheter was removed by placing an 8f sheath over the 6f runway q4 guide catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a catheter became difficult to remove. The target lesion was located in the left anterior descending. The peripheral vascular system was tortuous. A 6f runway q4 guide catheter encountered difficulty engaging in the left main, as the physician was torquing the guide catheter the hub detached from the catheter. The guide catheter was difficult to remove due to the hub detachment. The guide catheter was removed by placing an 8f sheath over the 6f runway q4 guide catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a runway guide catheter with no original packaging was received. The hub was separated from the shaft. There was no damage to the hub. The proximal end of the shaft was rough with strands of the braiding exposed and sticking outward. There was also a shaft separation 63 cm from the distal tip. There was torsional damage to the shaft on both sides of the separation location. The shaft was kinked 34, 52.5, 55 and 61 cm from the distal tip. The inner diameter (ID) of the hub was .077" and the maximum outer diameter (od) of the shaft was .08274. The minimum ID of the shaft at the location of the shaft separation was .05942". All measurements met specification. The condition of the returned device was consistent with the reported separation after torquing the device in the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial supplement originally reported as the minimum ID of the shaft at the location of the shaft separation was .05942". However, this is corrected to the minimum od. (B)(4).